Event description:
It was reported that during a procedure to treat a lesion in the distal high lateral artery with 90% stenosis, a balance middleweight (bmw) elite guide wire was advanced without resistance to the target lesion. Reportedly, in order to change the bmw elite guide wire to another guide wire, a non-abbott microcather was advanced over the bmw elite and strong resistance was noted between the two devices. The bmw elite was not able to be withdrawn from the patient anatomy. The non-abbott microcatheter was withdrawn from the patient anatomy and then the bmw elite guide wire was able to be withdrawn from the patient anatomy. As the guide wire was unable to be changed with the non-abbott microcatheter, the non-abbott guide wire was directly delivered and pre-dilatation was performed. A non-abbott stent was implanted to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.